Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, and visual summary analysis of the lead indicated stretching and apparent explant damage. (B)(4).

Event description:
It was reported that there was an atrial lead warning. The atrial lead impedance was retested three times and was low each time. Additionally, there was confirmed noise on the atrial lead. A possible lead fracture was suspected. The lead was reprogrammed and then later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.